Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was not impacted. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer using apidra insulin with the pump was against labeling and advised the customer to contact their healthcare provider regarding this issue. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.